Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was MFR and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation procedure, the leads were tested then connected into their corresponding pacemaker ports. When they were connected, the screwdriver clicking sounds were confirmed at each side respectively, and each lead was confirmed to be fixed within the port when pull tests were applied. The pocket suture was started once the ventricular pacing spikes were confirmed on ECG monitor; however, the ventricular pacing spikes became intermittent while the pocket was being sutured. After the pocket was sutured completely, the ventricular lead impedance was measured on the programmer, which revealed to be high (3000 ohms). The pacemaker was extracted again from the pocket, and the lead was reconnected into its corresponding pacemaker port; however, pacing spikes could not be confirmed. A new pacemaker was implanted instead and the implantation procedure was successfully completed without any further anomaly. The pacemaker involved in this MDR report was returned for analysis.